Manufacturer narrative:
The sample was sent to bci for testing. Bci customer product line support (cpls) confirmed the customer's elevated accutni results. Interference testing was performed and revealed two kinds of interference: heterophile interference and an interference which likely related to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibody interference, the results do not correlate with the clinical status of the patient. The root cause for this event was an interferent in the patient's sample.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to reproducible troponin (accutni) results above ami cutoff generated by access 2 immunoassay system for one patient's sample. The results were reported out of the laboratory. The results were discordant to an alternate method. There was no report of death, injury, or change to patient treatment in connection with this event.